Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump received a power system error. The customer¿s blood glucose level was 72 mg/dl. Troubleshooting was performed .the insulin pump will be returned for analysis.